Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that a patient who was hospitalized in the gynecology clinic due to gravidita extrauterina (ectopic pregnancy), underwent a transesophageal echocardiography (tee) procedure. During the procedure, the transducer displayed a high temperature warning with usacquisitionhw_40_0 error message. The system did not respond and reportedly in a frozen state. The tee was not repeated and there was no loss of data. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report was returned for evaluation. Engineering investigated the issue and found a weak bite mark at tip area. The system error 0 was reproduced. The factory leakage test failed at articulation sleeve hole and destructive analysis found pin hole on articulation sleeve. The possible root cause was determined as c-flex articulation sleeve material because of particle or foreign substance. It might be a pin hole during articulation bent and liquid may have infiltrated into articulation area. Liquid infiltration can cause leakage fail and electrical malfunction which leads to system error or image problem. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process.